Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the right ventricular lead exhibited helix issues. The lead helix would not extend or retract after several repositions. The physician suspected the helix to be bent and broken. The lead was not used and replaced. The patient was fine.